Manufacturer narrative:
(B)(4). The device involved was not returned for evaluation. However, the manufacturer took eighty (80) samples of a variant model from the same family for evaluation. The samples were visually inspected and the issue reported was not observed in the current manufacturing process. A device history record review could not be conducted since the lot number was not provided. A record assessment (fmea) was conducted and no update is required. Customer complaint cannot be confirmed. It is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect reported. Root cause cannot be determined. Corrective actions cannot be established. If the device sample becomes available at a later date, this report will be updated with the evaluation results. Teleflex will continue to monitor customer feedback for complaints of this nature.

Event description:
Report received via med watch states: patient intubated with 7.5 ett from the or. Ett hub was loose where it connects to the end of the ett. Patient disconnected from ventilator multiple times (without harm to the patient). (Continued) intervention reported was replacement of the ett. No patient injury was reported.